Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with unknown blood glucose levels at the time of the incident. The customer was at 100 mg/dl at the emergency room and her levels dropped to 81 mg/dl in a matter of minutes. Customer was at 121 mg/dl at the time of the call. The customer was at 73 mg/dl the morning of the call, and they took off the pump and treated with carbs. The customer was given food and glucose tablets to treat for the lows. The customer experienced symptoms such as loss of consciousness, and legs and arms being numb. The customer claims that the pump had given her almost 200 units since the morning when she removed the reservoir the previous day. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the pump will be replaced. The emergency room doctor advised her to drop her basal rates to half. The customer had dropped the pump on (B)(6) 2017 and the drive support cap was not recessed as it should be. The insulin pump will be returned for analysis.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump functioned properly. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No loose drive support disk noted during visual inspection. The insulin pump functioned properly. The insulin pump was not bolusing on its own noted during testing. The button event file was overwritten. Unable to verify if bolus was manually entered by customer. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads. The insulin pump passed the delivery accuracy test. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.